Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other two promus stents are each being filed under separate MFR numbers. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via trial that the patient had undergone stenting to the left anterior descending artery (lad) on (b)(6( 2009, with three promus stents (3 x 28 mm, 3.0 x 15 mm and a 3.0 x 18 mm). Beginning in (B)(6) 2010, the patient was experiencing chest pain, abdominal pain, shortness of breath and dizziness, diaphoresis, nausea and palpitations. The patient was rehospitalized and on (B)(6) 2010 and underwent a left heart catheterization during which instent restenosis was found in the previously deployed stents. The stented mid portion of the lad, with the previously placed 3.0 x 28 mm promus stent, was restented with a non abbott stent. The other two distal stents previously placed were post dilated and there was 0% residual stenosis. The patient was discharged on (B)(6) 2011. On (B)(6) 2011, the patient presented with cardiac chest pain. The site has reported recurrent in-stent restenosis of the lad. The subject was treated with a target vessel revascularization. On (B)(6) 2011, the event was considered resolved without residual effects and on (B)(6) 2011, the subject was discharged. No additional information was provided.